Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that replacement products are working fine.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 137 and 174 mg/dl fasting and 169, 198 and 192 mg/dl fasting. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/31/2019 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).